Event description:
The patient was reportedly experiencing shocking sensation and pain followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing confirmed that the patient's device was not functional. Surgery to explant the patient's device is to be scheduled.